Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25 mm bioprosthetic aortic valve, implanted six months, was explanted due to unknown reasons. The replaced valve is unknown. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional manufacturer narrative: prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. In this case, the onset of endocarditis occurred after 60 days from implant. There was no allegation by the health care provider indicating that this valve was the source of the infection.

Event description:
Through follow up with the health care provider, medical records were received. Reportedly, edwards received information that a 3300tfx 25mm bioprosthetic aortic valve, implanted six months, was explanted due to an aortic root abscess which infected the entire aortomitral continuity, the aortic root, and the mitral valve. He also had a vsd and aorto right atrial fistula due to this. An iabp was placed and a dialysis catheter for crrt. He underwent an aorto-left atrial fistula repair, vsd repair, reconstruction of the aotomitral valve continuity and the left atrium roof, mitral valve replacement with a 29mm magna mitral valve, tricuspid valve repair with a 34mm (unknown manufacturer) annuloplasty ring, and aortic root replacement with a 27mm non-edwards aortic root and graft due to endocarditis. He was transferred to the hospital in acute-on-chronic heart failure, liver failure, kidney failure, respiratory failure on high flow o2, complete heart block with a temporary pacing wire in place prior to surgery. The patient was very ill on admission, continued to worsen despite aggressive intervention and treatment, and was made comfort care and expired on pod #2 due to cardiogenic and septic shock.